Manufacturer narrative:
(B)(6) 2017 12:00 pm (gmt-4:00) added by (B)(6). (B)(4). Internal complaint number: (B)(4). Autonumber : # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly and it was unable to use. The hospital did not report any patient effects..

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly and it was unable to use. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Signs of blood observed on the loading device. A visual inspection was conducted. The delivery device and the seal was returned outside of the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. Seal was observed to be a crack at the second most outer surface of the coil. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.52 in. The values recorded were within the tolerance specifications. Based upon on the investigation, the reported failure "fitting problem" and analyzed failure "crack seal", were confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly and it was unable to use. The hospital did not report any patient effects..

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal did not deploy properly and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Signs of blood observed on the loading device. A visual inspection was conducted. The delivery device and the seal was returned outside of the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. Seal was observed to be a crack at the second most outer surface of the coil. Based upon on the investigation, the reported failure "failure to deploy" was not confirmed and the analyzed failures "fitting problem" and "crack seal", were confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.